Manufacturer narrative:
The device sample was not be sent back for evaluation. Since the sample was not returned for examination, we are unable to determine a root cause for the reported event. If additional information is received, this complaint will be re-opened for further investigation. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection, and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing site. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 1/13/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer stated that on (B)(6) 2016, the extension tube was broken. The catheter was intubated in 2011. The patient experienced purulent in the abdomen and felt pain. The catheter has been removed now.